Manufacturer narrative:
The reported event of a system stop event could not be confirmed. During testing of the returned system controller the device functioned as intended throughout analysis and no atypical alarm conditions were able to be induced. The patient's event history captured approximately 17 days of data dated from (B)(6) 2014 to (B)(6) 2014 (according to the time stamp). Throughout the patient's event history the pump speed remained above the low speed limit setting (when the driveline was captured as connected) and the voltage was in the normal operational range, per design. On (B)(6) 2014 at 10:12 pm a driveline disconnect alarm became active and was captured as active in each event until the last event of the patient's event history at 10:47 pm on (B)(6) 2014. The only events in the patient's event history that captured the system as stopped occurred while a driveline disconnect alarm was active at the end. The system controller operated on a test system for an extended period of time without issue and was able to pass functional testing per procedure. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad engineer that the pt vomited on a pocket controller. It appeared that the pump stopped. The pt had to be switched to a backup controller.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.